Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage from the citrate tube with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for blood leakage from the citrate tube was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Although the defect was confirmed on the basis of the photographs provided by bd-(B)(4), we were not able to replicate the defect in function testing of the retained samples from this lot number.

Event description:
It was reported that blood leaked from the bd vacutainer® sodium citrate buffer tube.. No serious injury or medical intervention.